Event description:
The customer reported that when the unit is turned on nothing was showing on the screen and when the menu select button was pressed the screen was still dark.

Manufacturer narrative:
(B)(4). The customer reported that when the unit is turned on noting was showing on the screen and when the menu select button was pressed the screen was still dark. The device falls to power up. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.